Event description:
It was reported that during a follow up, lead dislodgement was observed. Repositioning was attempted and was unsuccessful, hence a new lead was implanted. The patient was in good condition.

Manufacturer narrative:
(B)(4).